Event description:
The device was implanted on may 23, 1997. Reportedly, the pt complained of chest pain. The x-ray determined that the catheter broke. The surgeon performed a re-operation to remove the catheter and the port. The hosp has reported that the pt's condition is satisfactory.

Manufacturer narrative:
Device not available for evaluation.